Event description:
"Vent was alarming, reading "repeating test mode" or something similar and vent inop during cat scan. Patient was then taken off vent and bagged. No allegation of patient harm and the inop alarm was activated". "Back in our office, plugged in it kept reading "vent check".